Event description:
The customer reported via phone call she was visiting friends and her blood glucose went high to 464 mg/dl. Customer stated that insulin was not being delivered. She did not know if there was a reservoir or infusion set occlusion. She changed the infusion set and reservoir and treated with 5 insulin units.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-69925.